Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged and required surgical intervention to reposition. Besides intervention, no adverse patient effects were reported. The lead remains in service.